Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had pocket erosion. The implantable cardioverter defibrillator had eroded through the skin and was visible. The system was explanted on (B)(6) 2018. No further information was available.